Event description:
It was reported that an ilet user experienced hyperglycemia while using the device, noting a blood glucose of 200 mg/dl, thirst, and headache, with (B)(4) units of insulin remaining and no device alerts, and the user planned to eat and then call back for guidance on changing supplies; the device problem and component could not be specified due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.